Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This beady lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to difficult anatomy. This beady lead was replaced with the same model, never in service and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to difficulty in patient's anatomy. This observation no longer meets the definition of malfunction as there was no lead malfunction. Amending MDR decision to MDR; no report.